Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a no cassette alarm occurred. No patient injury was reported.

Manufacturer narrative:
Other text: a sample was received without its original packaging. Visual inspection revealed no damage, kinks, or any cuts that could have caused the failure mode. To conduct functional testing, the disposable was connected into two different devices and no alarms were activated. A mohawk exposure test was performed with a ruler. No root cause was determined. The investigation indicated mohawk exposure may have been a potential factor. However based on the investigation, the complaint allegation was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.